Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that the b button was not responsive. The representative reported that the insulin pump screen was flickering as well. The customer's blood glucose was unknown at the time of incident. The representative stated that the insulin pump was just taken out of the box. The representative was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly, no damage on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector however, the insulin pump was received with flickering display during button press due to cold solder joint on the lcd assembly. No cosmetic damage noted.